Manufacturer narrative:
The field service engineer found the ise vacuum nozzle, ise diluent dispense nozzle, and the ise internal standard dispense nozzle required adjustments. He performed the adjustments, ran successful mechanical and operational checks, and performed precision testing. The customer calibrated and ran controls that were acceptable. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of a questionable ise indirect gen.2 results from the cobas 8000 cobas ise module. The initial sodium result was 115 mmol/l, the initial potassium result was 4.8 mmol/l with a data flag, and the initial chloride result was 88 mmol/l. Additional testing was ordered and the sample was repeated. The repeat sodium result was 135 mmol/l, the repeat potassium result was 5.6 mmol/l with a data flag, and the repeat chloride result was 103 mmol/l. It was unknown if the questionable results were reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but were not provided.